Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. . Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mold was found on the bd discardit¿ ii syringe. The following information was provided by the initial reporter: "presence of fungus reported by hospital in discardit 5 ml. In affected sample a black colour is visible."

Event description:
It was reported that mold was found on the bd discardit¿ ii syringe. The following information was provided by the initial reporter: "presence of fungus reported by hospital in discardit 5 ml. In affected sample a black colour is visible."

Manufacturer narrative:
H6: investigation summary: the photo was received by bd for evaluation. A quality engineer was able to review the photo of a discard it ii 5ml with 24x1 from lot #2143390 regarding item #300847 with the reported issue of black particles. The investigating team has used the retention samples of lot #2143390 regarding item #300847 for investigating the reported defect. The investigation and simulation were carried out on two retention samples where the investigating team has visually tested the samples for black particles in syringe and no black particles in syringe was found in the two retention samples. The investigation was also carried out on the photograph as well. The photograph confirms the reported defect of black particles in the syringe. For further investigation and arriving at the root cause the original sample will be needed.